Event description:
The manufacturer received information regarding a ds2adv CPAP device. The manufacturer received information from the patient alleging nose irritation, respiratory tract irritation, dizziness, headaches, nausea, inflammatory response, and reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.